Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that the sterile packaging was mixed with a non-sterile kit. Product details are pending.